Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/12/2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and passed. A pairing test with the nordic bluetooth device was performed and passed. The global transmitter final functional test was performed and resulted in a failed transmitter. The customer complaint of loss of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.